Manufacturer narrative:
A ge rep evaluated the system and found a loose connection on the image processing computer. The ge rep reseated all connectors. The system operates as intended.

Event description:
The customer reported that mag 2 mode failed and the system would not produce an image. No pt injury was reported.